Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required a suture to close the wound. A description from the surgery center indicated the surgeon is attributing the corneal burn to the tubing pack model opo85. The surgeon indicated the phacoemulsification machine was not providing adequate vacuum on several of the cataract procedures and in one of the procedures, a corneal burn occurred. The surgery center indicated the tubing pack was replaced and no further complications or negative observances occurred. After the replacement of the tubing pack, the vacuum /suction parameters returned to normal operating parameters. The patient outcome is expected well. Pre-op visual acuity: 20/50-2; pin hole (ph) 20/50; glare > 20/400. This report is for the tubing pack. A separate report will be submitted for the phaco unit.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/8/2018. Device evaluation : the device was returned to the manufacturer. There were (B)(4) tubing sets that were returned. The account returned the tubing sets without the original packaging and the suspected tubing set that was used during the event could not be identified. Although, the suspect tubing cassette was not identified, all (B)(4) tubing sets were evaluated. Seven out of (B)(4) tubing cassettes were found to have vacuum and priming errors. One of nine was found to have a damaged lure at end of tubing cassette. Only one tubing cassette was found to be working properly. The complaint was not confirmed due to the suspect product was not identified as the surgery center did not indicate which tubing set was used during the reported event. A record review was performed. A product deficiency review was performed. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No nonconformity report or documentation or labeling change is required. Product deficiency was confirmed and corrective actions are to be addressed. Abbott medical optics will continue to monitor this type of complaints. The review of the device history record (DHR) for tubing pack model opo85, lot 60064106 showed that there were no issues or non-conformities. No conclusive evidence identified for reported issue. Prior to final product release, this review is also performed to confirm that all device meet, assembly and performance specifications from opo85, lot 60064106. All pertinent information available to the manufacturer has been submitted.